Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dcs), as the dcs was being pushed around the aortic arch to cross the aortic valve a dissection occurred in the ascending aorta. An attempt was made to position the valve. Upon recapture of the valve, the ascending aorta dissection was observed. The valve was removed from the patient. No further intervention could be performed. The patient expired due to bleeding from the dissection.